Event description:
The customer reported that ac power module connector port popped out of the device and was smoking. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): follow up report will be submitted upon completion of the investigation.